Event description:
It was reported that the insulin pump was not alarming no delivery when the cannulas were bent. It was stated that the customer was hospitalized due to high blood glucose of over 600 mg/dl. It was stated that the customer was throwing up and feeling nausea. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.